Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that about 2.5 weeks ago they were cleaning and they thought they had pulled the muscle in their back in between their ribs but it wasn't and it was just their normal pain coming back to them. Pt looked at their programming and all their intensity levels reverted to 0. Pt said this was the 2nd or 3rd time this had happen. Pt did not let their ins battery die in charge level either. Patient wanted to know if there was a way to check the implanted neurostimulators to see if there had been a hiccup in the programming. The patient was redirected to their healthcare provider to further address the issue.